Event description:
It was reported patient underwent left total hip arthroplasty. The patient complained of pain while getting on a bicycle to exercise. X-rays and photos show hip prosthesis fractured. Patient was revised eight years after initial hip replacement due to stem implant fracture. The stem was well fixed and removed via extended trochanteric osteotomy. All components were revised except the initial cup, which remains implanted.

Manufacturer narrative:
(B)(4). H10: this follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, head, lot #: 218448. Item #: unknown, liner, lot #: unknown. Item #: unknown, cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left total hip arthroplasty. The patient complained of pain while getting on a bicycle to exercise. X-rays and photos show hip prosthesis fractured. Patient was revised eight years after initial hip replacement due to stem implant fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records and examination of provided photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided pictures confirms that the stem was fractured. The fracture occurred at the base of the modular neck and separated the device into two pieces. The stem was notably well fixed and there was residual bone growth on the stem. Medical records indicate that the patient was revised due to pain and a fractured implant. Xrays prior to procedure confirmed a fractured stem through the base of the neck. There were no signs of metallosis, darkening of capsule or darkening of soft tissue to suggest loosening or corrosion. There was noted yellowish/green discoloration of the liner, possibly due to oxidation; however the surgeon noted there was no wear and that the discoloration could be due to the liner being in-vivo for 9 years. The stem was well fixed and tedious to explant however it was extracted without femoral fracture. Three cables were placed after eto, two to secure the osteotomy and one as a precaution for reaming. The cup remained implanted and the head and liner were replaced. Limb length discrepancy of 3-4mm due to not risking fracture to implant devices deeper. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.